Event description:
The customer reported that after replacing the speaker, the device had an error a speaker malfunction (881) error and system error (261)(battery overcharged), and the spo2 alarm was not going off. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.